Event description:
The physician positioned the filter without difficulty. However, an attempt to release the filter was not successful. The filter was withdrawn with no damage to the vessel noted. Another filter was then deployed without difficulty.

Event description:
A. 1) information not available f. 5) information no available. An examination of the returned used device found the protective peel-away sheath covering was still intact over the release mechanism. Co can advise with the covering in place, release is not possible. Step number 17 of co's instructions manual states: with operator assistance maintaining wire guide pusher position, carefully remove the peel-away shrink tubing by grasping both plastic knobs and pulling outward. Once the peel-away is removed, the push button release mechanism is accessible and ready for deployment. During co's testing device functioned as intended.